Event description:
It was reported that the lead was moved from left to right after the patient developed swelling and hematoma. The patient experienced a pericardial effusion. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received maude event report # (B)(4).